Event description:
It was reported by the rep that the (1) tsb45 and the (3) tr45g were used during a laparoscopic colectomy procedure. It was reported that the surgeon used the tsb45 to transect the sigmoid colon. It was reported that the distal staple line came apart while the surgeon was transanally inserting the circular stapler. The surgeon intracorporeally sewed the distal end prior to anastomosis with the circular stapler. The pt had an extended or time of over one hour.